Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient had good benefit from the device since the implantation in 2017. However, in situ testing showed a potential device malfunction. The recipient still could hear sounds at that time, so observation was suggested. On 13-may-2024, the recipient reported that she was not able to hear sound with the device anymore. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient had good benefit from the device since the implantation in 2017. However, in situ testing showed a potential device malfunction. The recipient still could hear sounds at that time, so observation was suggested. On (B)(6) 2024, the recipient reported that she was not able to hear sound with the device anymore. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had good benefit from the device since the implantation in 2017. However, in situ testing showed a potential device malfunction. The recipient still could hear sounds at that time, so observation was suggested. On (B)(6)2024, the recipient reported that she was not able to hear sound with the device anymore. The recipient has been re-implanted.